Event description:
It was reported that during an implant procedure the atrial impedance measured low through the device and normal through the analyzer. The device was not used and a replacement device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.